Event description:
A dexcom territory business manager contacted dexcom technical support on (B)(6) 2013 to report inaccurate cgm readings on behalf of a patient on (B)(6) 2013. At the time of the call to dexcom technical support, the dexcom territory business manager did not report any medical intervention or injuries on the patient's behalf.